Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive on two occasions during the procedure. Restarting the navigation system was noted to restore functionality at the time. It was later reported that the issue recurred and restarting did not restore functionality. There was no reported impact on patient outcome. No additional information was provided. Medtronic received information that the mayo stand was placed close to the emitter. It was suspected that the mayo stand placement is suspected to have led to the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site was contacted and the issue occurred outside of the procedure while loading a cd. There was no patient involvement.